Event description:
It was reported that the rigid video scope had air bubbles coming out. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had air bubbles coming out. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunction was identified during the device evaluation: objective lens window is scratched. The most likely cause is water tightness failure of black sleeve with main body. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.